Event description:
Philips received a complaint by the customer on the v60 indicating that there was an oxygen (o2) delivery problem, and 1111 "o2 device failed" and 1208 "alarm message: oxygen not available" error codes occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The field service engineer (fse) was dispatched onsite to evaluate the device and repair the reported issue. Upon arrival, the fse confirmed the reported issue and replaced the o2 solenoid valve. The device passed required performance verification tests per philips standard and was returned to service.